Event description:
First bag broke at bottom of bag with ovary segment and a new bag was used to complete the case. Second bag broke at bottom upon extraction delaying the procedure because stones needed to be retrieved from patient's cavity. (As reported) "2nd bag used to finish".